Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The cartridge us for implantation is only approved for a diopter range of 6.0d to 27.0d in this iol model. The implanted iol was 28.0d. The root cause for the reported complaint could not be determined. Additional info has been requested. The reporter was not willing to provide further details. (B)(4).

Event description:
A doctor reported glistenings and decrease in visual acuity after intraocular lens (iol) implantation in one patient. A yag capsulotomy was performed. Additional info has been requested. The reporter was not willing to provide further details. This is one of two medical device reports being filed for this patient. This report is for the right eye.